Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has shown an increase in pacing impedances to high, out of range values. Calcification was discussed as a possible culprit. The shock impedance has been stable over time and continue monitoring was suggested at this time. The rv lead remains in service. No adverse patient effects were reported.